Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 500ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag was leaking at an unspecified location. This issue was identified before patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information : the device was evaluated. The sample was received with the fill port sliced where the customer likely drained the contents. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional test was performed which revealed leakage at the spike port cap from the base of the spike port. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.